Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (300-400 mg/dl). Reportedly, elevated bg levels were due to "emotional stress/hormones". Customer delivered a bolus and adjusted the pump basal rate to address elevated bg levels.